Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sigmoidectomy, during a firing on the simoid colon, a cracking sound was heard at the end of firing and the handle became locked and the black release button could not be returned to the initial position. Using a new device the surgeon resected the distal side and removed the device from the tissue. No patient injury.